Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided.

Event description:
It was reported that there was mobility of the crown over the implant tooth location 13. When removing the crown doctor noticed fragment of the implant. Fractured implant was removed.

Manufacturer narrative:
One implant was returned for investigation. Inspection of the as returned product confirmed that the device is fractured. A device history review was performed and no related nonconformance¿s were noted. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type . H3: changed "no" to "yes" . H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.